Event description:
A surgeon reports having a pt with glistenings in both eyes following bilateral intraocular lens (iol) implant surgery. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated that the prod met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 02/21/2008 by fax and mail. A completed questionnaire was received 02/22/2008.